Event description:
Mentor breast implants caused copd, connective tissue disorder, sjogrens hashimoto's, osteoarthritis, chronic fatigue, depression, anxiety, insomnia, mind fog, breast implants made me deathly ill. I had to have breast implants (mentor) removed to survive. Why doesn't the FDA protect consumers against this product. FDA should leave these products alone. They're the only thing that help, if FDA cared about people they would ban medications with harsh side effects and breast implants that are killing people or you should be held accountable for not doing your job and contributing to deaths. You should be sued and then maybe you'd do your job. The public is aware that the FDA is protecting big pharmacy and killing innocent people and turning your back on men, women and children.